Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08770 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device had intermittent button response on the esc, act and up arrow buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 386 mg/dl. Customer alleging possible pump under delivery. The customer¿s other blood glucose was 305 mg/dl. The customer experienced symptoms such as nausea and vomiting and muscle pain. The customer was treated with intravenous fluid and insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.